Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site (age, weight, date of birth). The guide wire was received for evaluation in a contradictory condition to the reported event. As received, the guidewire was found to be stretched with the inner core wire broken. Additionally testing was performed with scanning electron microscope (sem) analysis. Based upon the sem analysis, the cause of the break was due to tensile overload, which indicates that the guidewire broke when the tensile strength of the inner core wire was exceeded. Guidewire stretch and break can occur due to excessive shaping, excess tensile force applied to the guidewire, or pushing or pulling against resistance. The product analysis does not suggest a potential or confirmed manufacturing issue; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the wire was twisted when delivering into the microcatheter. No injury reported. The procedure was completed smoothly after the wire was exchanged. The patient was receiving treatment for an avm. The reported device and accessory devices as directed in the IFU. The wire was inspected prior to use and no damage was observed. There was no resistance loading the guidewire in the catheter. The wire was returned for evaluation and the inner core wire of the guidewire was found to be broken.